Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Corrected information: d8/d9, date device returned to manufacturer was filled by mistake, device have not returned to manufacturer.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, the t2 implant of the fast fix flex, did not deploy after the second fire. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.